Manufacturer narrative:
Investigation summary: material #: 367957 lot/batch #: unknown bd had not received samples, but 4 photos were provided for investigation. The photos were not for this material number but for a related complaint for ppt tubes. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality were not under statistical control for the month of august 2023, therefore additional clinical testing may be required. Further testing could not be conducted without a batch/lot number. This complaint is unable to be confirmed.

Event description:
Report #27 it was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation. The following information was provided by the initial reporter: lab has been rejecting samples due to the serum not separating from the blood after centrifugation.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation. The following information was provided by the initial reporter: lab has been rejecting samples due to the serum not separating from the blood after centrifugation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.